Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer receiving baclofen what the patient thought was "3000mcg concentration" but also stated that they used to be as high as "500 something mcg" for concentration before, via an implantable pump. The patient stated she has two boluses at 7am and 7 pm and are distributed throughout the day. The indications for use were intractable spasticity and multiple sclerosis. The patient stated the pump is down into her right abdomen pocket and can tip it a little bit but the patient can't tell if it is flipping or not. The patient stated she has to make sure the pump has flattened. The patient's weight has stabilized now with her weight but had 50-60 lbs weight loss. The patient has had ms for 28 years (since 1987). The patient was in a fitted wheelchair and can't think about having the pump somewhere else anatomically (e.g. Back). The patient has a very short waist and still has a tummy and the pump is in her lap and when she bends over the chair or pot, the stomach just squishes it and "can't do anything about it". The patient planned to talk to both her healthcare providers and maybe they will address her issue and not shuffle her between the offices. The patient stated that they were still active enough that she can bend over and do things in her wheelchair and states the pump squishes when she sits and also when she bends over. The patient was trying to understand she can prevent it flipping etc. Type of baclofen, concentration and dose, other medications the patient was taking at the time of the event, pertinent medical history, when the patient started to experience the pump tilting and positional discomfort, diagnostics, actions/interventions not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Event description:
Additional information was received from a hcp. Additional patient medications included oral baclofen and tizanidine as needed. Patient medical history included multiple sclerosis and allergy to penicillin. As of (B)(6) 2015 the pump delivered compounded baclofen 2000mcg/ml at a rate of 519mcg/day in flex mode. At this time, a single bolus of 100mcg over 4 minutes was given. The patient responded well, spasticity improved, and the patient's sleeping at night improved. The patient first started to experience the pump tilting in the pump pocket on (B)(6) 2015. The cause of the movement in the pump pocket was possibly due to positioning of the pump and the patient's posture in the wheelchair. The patient was referred to a surgeon for the concerns regarding the movement of the pump.